Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The record has been corrected accordingly. The customer informed the stryker field service technician that they did not want to proceed with the repair. The device was not returned to stryker. The reported issues could not be verified, or duplicated. Root cause for the issues could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device is not completing boot-up cycle during initial powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device is not completing boot-up cycle during initial powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. It was concluded that the device can not be repaired. The device was returned to the customer unrepaired.